Event description:
Customer has internal report that device delivered medication faster than expected. During the customer's functional testing on the device, it alarmed with error code 242.4030. The customer used the diagnose tool within the maintenance software and the device passed all tests. No specifics are available regarding what the expected rate was or what the nurse observed as faster than expected, i.e. Set rate was and observed rate are unknown; time and date and information on what fluid or drug was infusing are not available. No patient harm was reported.

Manufacturer narrative:
(B)(4). Device has been received, investigation is not complete. A follow-up report will be submitted if investigation yields new information.